Event description:
Plume pen malfunction, when surgeon pressed pen button to run cautery, nothing worked, machine acknowledged use of button, but no cautery took place. Tried on another bovie machine, same situation. Swapped out plume pen, worked immediately.